Manufacturer narrative:
The issue was confirmed at bench repair and it was determined that the light crystal display (lcd) cable was loose and the user interface (ui) ground cable had a crimp. Bench repair ordered and replaced both the lcd cable and ui ground cable and confirmed the issue was resolved. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit would not turn on. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their unit would not turn back on after receiving it back from bench repair. The customer informed the rse that the unit would make noise but would not turn on. The rse advised the customer to check the power cord but the unit would still not power on. The customer then requested a return label to return the unit back to bench repair for the unit to be evaluated. Repair is pending.